Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The transmitter was unable to charge due to a broken cow catcher and damaged contact pins. The functional tests could not be performed due to the charge anomaly.

Event description:
It was reported the customer had an led anomaly with their transmitter. The customer stated the battery charger would not blink. Customer's blood glucose was 182 mg/dl. No additional information provided.